Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that all 16 cables were fractured at the kinked sections of the lead body at the clik anchor site. The cables were not exposed. Sc-2316-50 (sn (B)(4)) device evaluation indicated that out of 16 cables were fractured at the kinked sections of the lead body at the clik anchor site. The cables were not exposed. Sc-2316-50 (sn (B)(4)) device evaluation indicated that 4 out of 16 cables were fractured at the kinked sections of the lead body at the clik anchor site. The cables were not exposed. Sc-3400-30 (sn (B)(4)) device evaluation indicated that visual/x-ray / borescope inspections and impedance test were performed and found no anomalies. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed the required tests and revealed no anomalies. Sc-4316 (sn (B)(4)) device evaluation indicated that both clik anchors revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional information was received that all devices were replaced due to malfunction and the physician wanted all new system.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old devices were explanted and replaced. The explanted devices were both due to malfunction and physician's preference. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 18727506, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.